Event description:
I have a philips dreamstation 2 continuous positive airway pressure machine. I took off the water compartment when the machine was turned off. Once the water compartment was removed, it sounded like the machine was on though it was turned off, the heat plate that the water compartment sits on was hot to touch and the tubing was warm. I unplugged the machine at that moment and I'm leaving it that way until I get this figured out.